Event description:
It was reported that during scheduled follow up, the lead was observed via x-ray as not perfect by md. No electrical anomalies were noted. The lead remains implanted. Patient being monitored.

Manufacturer narrative:
No medwatch form was received.